Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 64 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window and a cracked reservoir tube lip.